Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 81 mg/dl. Customer was advised to clear the alarm with the esc and act buttons. Troubleshooting was performed and customer received a failed battery test. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had operating currents within specification. No unexpected failed battery test alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.